Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1415702) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
The reported complaint indicated that the device jammed during deployment. However, the device was returned with the shuttle cartridge retracted and engaged to the handle. In addition, both the shuttle cartridge and the introducer sheath moved freely. The condition of the returned device did not match the description of the complaint. The device was received with the introducer sheath over the balloon proximal bond. The sheath was removed from the device without significant resistance. Visual inspection showed that the sealant was positioned in between the balloon and the advancer tube. The sealant was completely soaked in blood which is a typical indication of blood being forced into the shuttle cartridge. The proximal sealant was swelled and flared over the advancer tube. The introducer sheath was filled with blood and the stopcock was closed as received. Failure to open the introducer sheath stopcock (as per IFU) could result in blood being forced (due to pressure inside the introducer sheath) inside the advancer cartridge initiating proximal swelling of the sealant. Based on the provided information and the investigation performed, the device jam might have been caused by sealant swelling up and increasing the sealant profile causing the sealant to wedge between the shuttle cartridge and the sheath. However, the root cause could not be conclusively determined. The review of the lhr (lot f1415702) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
On (B)(6) 2014, the following information was reported to aci via user facility medwatch report # (B)(4): "the mynx closure device failed to deploy." The intended procedure was a cardiac catheterization. On (B)(6) 2014, the aci sales representative reported the following information: device jammed during deployment. Aborted deployment successfully and held manual pressure with out issue for 15 minutes. It is unknown if the patient was hospitalized or not. Stick location: cfa procedure type: diagnostic coronary.